Manufacturer narrative:
(B)(4). Batch # r93p3a. Investigation summary: the device was returned with the blade scratched and cracked. In addition, the tissue pad had no apparent damage (as reported by the customer). During functional testing on a gen11, an alert screen was displayed. Then the blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. In addition, when the instrument was disassembled it was also found that the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy procedure, the white tissue pad was lifting off from the clamp arm. There was no patient consequence.